Event description:
During an onsite visit, an field service engineer (fse) from beckman coulter, inc (bci) discovered that there was an incident of chemical exposure in the laboratory. A laboratory technician was investigating a source of leak in the hydro pneumatic area of unicel dxc 600 pro synchron chemistry analyzer, and was unaware that the potassium hydroxide (wash concentrate ii) solution had been spilled onto the latch that allows access to the hydro pneumatic components. The lab tech was not wearing gloves when came in contact with potassium hydroxide solution, which caused chemical burns on several fingers. The lab tech was evaluated by the emergency department and released.

Manufacturer narrative:
The customer has procedure for handling a chemical spill and implemented per policy. The customer felt it was an internal issue as the lab tech was not following correct procedure by not wearing personal protective equipment, and did not report the incident to bci until the fse discovered it during an onsite visit.